Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) examined the system on-site and found system could not boot into applications. As a part of troubleshooting action, fse found the issue was due to communication error with the host pc. To resolve the problem, fse re seated the flex vision pc hard disk, pcie cards, motherboard connectors, and ram, and replaced the cmos battery. After reseating the flex vision pc hard disk, pcie cards, motherboard connectors, and ram, and replaced the cmos battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not boot into applications. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.